Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump unexpectedly shutdown. The customer plugged pump into the charger and it turned back on. Customer insisted that the pump battery was not low enough for it to shutdown. Pump history was reviewed and no shutdown alarms or other related alerts or alarms were observed. Customer could not recall if blood glucose was impacted.